Manufacturer narrative:
The reported complaint of quattro catheter (lot # 90963) leak was confirmed. A bonding leak was observed at proximal end of medial 2 balloon during functional pressure leak test. Probable causes for the reported complaint can be a latent defect in the bond. Visual examination of the returned catheter was performed. No physical damage was observed on the catheter. Observed blood residues on the balloons. Functional leak test of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bonding leak was observed at proximal end of medial 2 balloon, thus confirming customer complaint. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for a catheter with lot number 90963.

Manufacturer narrative:
The quattro catheter was returned to zoll on 16 may 2019 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
Approximately 12 hours of ivtm therapy, the thermogard console (sn (B)(4)) displayed an airtrap alarm. User observed an empty saline bag, and replaced saline bag. After an unspecified time, user observed saline bag was low. User replaced the start-up kit(suk), however same issue occurred. After replacing the quattro catheter, ivtm therapy was continued with the same console without further reported issue. User suspected a balloon leakage. No known impact or patient consequence was reported.